Event description:
It was reported that the patient presented remotely via merlin.net. Transmission revealed that that there was an alert of pause episode detected but there was no electrogram (egm) that was transmitted. No intervention was performed. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
The reported event of missing egm was confirmed. Based on the information provided, it was determined that the device did not match the segm with the pause trigger correctly due to the pause occurring with a short af episode. Therefore, the pause episode was not displayed.